Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error or pump error 4 alarms during testing however, pump error, variable, and pump error alarms are located in the formatted history file due to cold solder joints of the keypad assembly. Pump was programmed with test guardian 2 link and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed value, 135 mg/dl, properly on the display graph. Pump was also programmed with test glucose meter. Pump communicated and recorded the 71 mg/dl value properly from glucose meter. Pump sensor feature working properly. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose level was 145 mg/dl. The customer stated the insulin pump was suspending and they could not make it do anything. The customer declined troubleshooting for the sensory discrepancies. The customer also reported that they had received two pump errors, a hardware low level failure and the motor cannot communicate with main. Troubleshooting was performed. They were advised to perform the rewind process. They were advised to program a normal bolus into the air to determine if delivery was successful. The bolus amount was recorded in the daily history. Due to the hardware low level failure alarm, the device will be replaced and returned for analysis.